Event description:
A minimum fill notification was reported by the caller. Customer¿s blood glucose level did not exceed 500 mg/dl, indicating it was within a normal range. Caller attempted to load a new cartridge, received instructions from technical support to clean the pump, and successfully reloaded the cartridge, resuming insulin delivery.